Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced adhesive related skin infection and irritation at the pod¿s insertion site leg while wearing the device between 5 and 24 hours. The patient reported that the infusion site became irritated and infected, consistent with an allergic reaction to the pod adhesive. Symptoms included skin irritation and infection, and the patient was treated with fludicason and fucidinzuur cream (antibiotic and anti-inflammatory therapy). No blood glucose levels were reported. A new pod was successfully applied following the event.